Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) she had been waking up and having a kind of like pain in her back. The pain was in the lower back about where her waist was and where the ribs end, just below the ribs. The patient stated the pain felt like an ¿electric stimulant¿. The patient stated it was like an impulse, but it hurt. It was not a constant pain, but felt like an ¿electric stimuli¿ when the patient had treatments at the chiropractor. The patient noted on (B)(6) they tried changing the program and it did not do any good. It was noted the patient used their patient programmer showed the implantable neurostimulator (ins) was off and the patient on program 1 at 1.2 v. It was reviewed the ins was off. The patient mentioned she never turned the ins off because it helped her tremendously. The patient was schedule to meet with their healthcare professional (hcp) on (B)(6). The patient noted the symptoms were sudden in onset beginning on (B)(6). The patient noted she was implanted for bladder incontinence. There were no further complications that have been reported as a result of this event. The patient is implanted for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was going to a pain management doctor who was giving the patient injections in the neck for stenosis. Patient said they had been having "back discomfort for some time so it can't all be related to the device." Patient said they had discomfort started for several month. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.